Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging the lancet holder was damaged on her onetouch lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010 at 11am. The customer care advocate (cca) was advised the patient manages her diabetes with actos tablets (amount not specified). At the time of the alleged issue, the patient stated she took an increased dose of actos tablets (15 mg). About 60 days after the alleged issue, the patient claimed she felt symptoms of shaky and sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject lancing device. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after not being able to test due to a broken lancing device.